Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: adverse event related to vaginal mesh removal in 2015 reported via 2210968-2018-77510.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The initial approach for the index surgical procedure? The diagnosis and indication for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? Was device removed? Dates that vaginal mesh was removed in 2015 and 2018. Did the patient experience vaginal erosion of the mesh? If yes, please provide mesh exposure site/location, symptoms and diagnostic confirmation? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure in 2014 and the mesh was implanted. The patient experienced cystic swelling in vagina around the mesh thought to be a urethral diverticulum. The patient required vaginal removal of mesh. The partial vaginal mesh removal was performed in 2015 when noted to have periurethral cystic swelling/sterile abscess. The patient experienced further swelling explored in 2018 and vaginal mesh removed. There were no signs of infection. Cystic swelling did not involve urethra and no diverticulum or urethral erosion was found. Additional information has been requested.